Manufacturer narrative:
During maintenance tests on device br 16 013, kineverif software issues occurred and accuracy testing could not be performed. Testing was performed on the device for investigation purposes, and accuracy tests were successfully completed. The internal complaint reference is the following: (B)(4).

Event description:
During a device test as part of preventive maintenance, it was identified that the kineverif was non-functional. There was no patient involvement.